Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient experienced anterior capsular phimosis with lens tilt approximately 7 weeks post lens implantation in the left eye. The patient had persistent anterior chamber (ac) reaction. Initially the patient was 20/20 uncorrected until (B)(6) 2015, he then developed a myopic shift and induced cylinder. The surgeon indicated that in her opinion the likely cause of the event was persistent anterior chamber (ac) reaction causing significant anterior capsular phimosis, contraction of bag and iol tilt. The surgeon is evaluating treatment options.

Manufacturer narrative:
Additional information: the lens was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the exact root cause of the reported event could not be determined. According to the surgeon the likely cause of the event was persistent ac reaction causing significant anterior capsular phimosis, contraction of bag and iol tilt.